Event description:
It was reported that this right atrial (rv) lead was explanted due to pacing inhibition caused by lead fracture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.